Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with 225cc textured mentor siltex round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2020.